Event description:
11/22/2018: updated event description: it was reported that on (B)(6) 2018, during open reduction and internal fixation procedure distal radius an iatrogenic fracture of the radius occurred when inserting the most proximal screw in a 2.4mm titanium variable angle (va) locking compression plate (lcp). The ti va-lcp did not break and a new longer plate was used to finish the procedure. The procedure was successfully completed with 30 minutes surgical delay. Patient outcome was satisfactory.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional patient identifier: (B)(4). This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an unknown surgical procedure, an iatrogenic fracture of the radius occurred when inserting the most proximal screw into a 2.4mm titanium variable angle (va) locking compression plate (lcp) volar distal radius plate. The plate did not break and a new longer plate was used to finish the procedure. The procedure was successfully completed with 30 minutes surgical delay. Patient outcome was satisfactory. Concomitant device: proximal screw (part unknown, lot unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 2 of 2 for (B)(4).